Manufacturer narrative:
No patient information provided as no patient was involved in this concern. It was determined the monitor power supply monitor was not necessary to replace. No parts have been received by manufacturer for analysis. - no further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that a site's navigation system monitor was flickering black about 20 times before showing the log-in screen normally. The medtronic representative moved the monitor and the screen flickered again. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.